Event description:
It was reported that the x-ray showed that the patella was dislocated. During the surgery it was discovered that 3 pegs sheered off. There was no bone cement seen on the host bone of the patella, only in the peg holes. Competitor bone cement.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown patella. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. All thee fixation pegs on the backside surface of the device were fractured. Minor burnishing was observed on the articulating surface. Material analysis was performed and concluded: "the patella insert pegs all fractured in a consistent direction. Fatigue was confirmed on one of the pegs, while the others were too substantially damaged to verify the failure mechanism. Burnishing was observed on the articulating surface. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) patella insert." Clinician review indicated the likely root cause of the event to be malposition of the unreported femoral component, which was apparently not revised during the revision surgery. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the x-ray showed that the patella was dislocated. During the surgery it was discovered that 3 pegs sheered off. There was no bone cement seen on the host bone of the patella, only in the peg holes. Competitor bone cement.